Event description:
It was reported that shortly after implant, the patient experienced obsessions, compulsion, and anxiety. The patient was hospitalized in an attempt to find more optimal parameters. Several settings were tired, and a suitable combination was found. The patient was discharged from the hospital. Refer to manufacturer report #9614453201104808.

Manufacturer narrative:
(B)(4).

Event description:
The information in MFR report #3007566237-2011-05026 pertains to this manufacturing report's device. All additional information will be reported in this MDR.

Manufacturer narrative:
Erectile dysfunction.

Event description:
The patient experienced erection and ejaculation problems. It was reported that the event was probably related to programming/stimulation. The patient was reprogrammed on (B)(6) 2011 and (B)(6) 2011. The patient outcome was reported as an ongoing event.